Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 06/2024).

Event description:
It was reported that during a catheter placement procedure, the hub of the dilator allegedly broke off inside the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dilator luer connector was returned for evaluation. In addition to the returned physical sample, one electronic photo was provided for review. Gross visual evaluation was performed. During visual evaluation, one broken dilator connector was noted. The photo shows, a broken dilator luer connector and remaining part of vessel dilator. Complete separation was noted between the luer connector and dilator. Therefore, the investigation is confirmed for the reported fracture and identified material separation issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a catheter placement procedure, the hub of the dilator allegedly broke off inside the patient. The procedure was completed using another device. There was no reported patient injury.